Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issues. Based on available information, the cause for the reported difficult leaflet grasping and single leaflet device attachment are due to patient anatomy. The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was positioned on the mitral valve; grasping was difficult due to the patient anatomy. The clip was implanted but shortly after deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize and further reduce mr, reducing the mr to a grade of 2-3. In the physicians opinion, the slda was due to the leaflet mutations. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.